Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported on 07/27/2017 by the health professional via telephone, the patient complained that the contact lenses caused her allergy and ulceration of the cornea. It was also reported that an ecp (eye care professional) prescribed an unspecified pharmacological treatment and the suspension of the use of the contact lenses. At the time of the report, the patient's eye status was unknown. Additional information received from the patient on 08/15/2017 via email stated that on (B)(6) 2017, the patient has been under medical treatment due to ocular allergy. She was seen by two different doctors on (B)(6) 2017. On (B)(6) 2017, the patient was seen by the second doctor and she was prescribed with corticosteroids and anti allergic tears for a month with unspecified treatment regimen. The patient noted that she used the lenses for the first time on (B)(6) 2017 and she had to go to emergency room on (B)(6) 2017 because she couldn't tolerate the lenses. It was also reported that both doctors consulted agreed that the lenses caused the allergy and corneal ulcer on her eyes. Based on the additional information received this complaint remains both serious and reportable.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).